Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the parent of the patient was persistent that something was wrong and approved for surgery to take place with a request to replace the pump and/or catheter to rule out either of them being the cause of the increased spasticity. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mg/ml at 449 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had increasing spasticity over time. No issues with the pump, catheter, or pump refills were noted. The rep stated that a dye study was performed today and it was successful with no catheter issues. There were no external/environmental/patient factors that could have led or contributed to the issues known and the patient did not have any falls. Diagnostics/troubleshooting performed included a dye study performed. No actions/interventions were planned. It was unknown if the issue had resolved and the patient's status was "alive-no injury. A surgical interventions did not occur and one was not planned. The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h824329112 implanted: (B)(6) 2012 explanted: product type catheter product ID 8709sc lot# h824329112 implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 16-may-2014, UDI#: (B)(4) h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Pli 10: analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Analysis identified a hole on the catheter body that is consistent with explant damage. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.